Manufacturer narrative:
On 26-nov-2020, mentor received additional information regarding the replacement devices. The replacement devices are two 300cc mentor memorygel breast implant prostheses (catalog #: 3503001bc, right serial #: (B)(6), left serial#: (B)(6). On (B)(6) 2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with two 275cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture (left grade: IV, right grade: iii) postoperatively. The diagnosis was confirmed via physical examination. As a result, the patient underwent removal and replacement with unspecified mentor gel breast implants on (B)(6) 2020. This report is for left-sided prosthesis.